Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during initial drain on the home choice (hc). The home patient (hp) cycled the power and the hc alarmed se 2367. The technical service representative (tsr) advised the use of new disposables. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) and the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.